Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the right common femoral site post percutaneous coronary intervention. The angio-seal was deployed and hemostasis was achieved. In the recovery area, 2-4 hours post procedure, the pt complained of numbness and discomfort in right leg. The pulses were palpable and leg was slightly cooler than left leg. An ultrasound showed approximately 50% stenosis at the closure site just proximal to the superficial femoral artery (sfa). The pt was not a good candidate for surgery due to being obese. A contralateral approach angiogram was done to treat the right common femoral and superficial femoral arteries. A balloon dilation at the puncture site and the lumen stenosis was done and resulted with the flow restored to the leg. The pt was put on thrombolytic therapy for a couple of days to resolve an incidental finding of deep venous thrombosis (dvt) and was sent home.